Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
IV leak during cta head neck. J-loop became disconnected from IV causing contrast and blood to leak. Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. IV leak during cta head neck. J-loop became disconnected from IV causing contrast and blood to leak. Exam had to be repeated.